Event description:
On (B)(6) 2017 a st. Jude 23mm trifecta gt aortic valve model # tf-gt-23a, serial # (B)(6) was implanted by dr. (B)(6) at the (B)(6) medical center. All went well until (B)(6) 2023 when I reported to cardiologist symptoms I was having of shortness of breath, easily fatigued and difficulty walking longer distances. I was scheduled for heart cath in (B)(6) 2023 when it was discovered a 90% blockage of heart artery but move important only a 40- 45% efficiency of my aortic valve replacement. I was schedule for further appointed with heart surgeon and interventionalist cardiologist in (B)(6) 2023 with further tee test in (B)(6). At that time I was scheduled for open heart surgery to replace failing valve and at the same time one CABG since they were there to replace valve. On (B)(6) 2023 dr. (B)(6) replaced by failing st. Jude valve with an edward lifesciences device, model# 11500a, serial #(B)(6). Fortunately, although my st. Jude valve was extremely calcified and I was being monitored after first reporting systems it was a worrisome wait from (B)(6) 2023 to (B)(6) 2023 to have replacement surgery. At no time did any medical personnel at (B)(6) ever mentioned that the st. Jude device had been pulled from the market. The only mention to me was there were some issues with device that caused it not to last as long as they had hoped when initially implanted and they were going to implant another device this time. At the original implant surgery I was told anywhere from 5-10 years since I was 5 1/2 years post-op I figured I was just a bit unlucky getting the low side of expectations. I have been extremely happy with the surgical skills and care I received. My concerns are with the lack of transparency by the (B)(6) or their lack of notification once the (B)(6) 2023 letter from the FDA went out regarding the potential risk of early structural valve deterioration. Patients should have been contacted immediately for a follow-up evaluation. If I hadn't experienced symptoms in (B)(6) 2023, several months after FDA letter, I may not be here today to correspond with you today.